Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The significant event leading to the alarm was that he was trying to bolus and while pressing the up arrow, the numbers began ramping. The customer's blood glucose reading was 116 mg/dl. He stated there was moisture under the screen. He was advised to revert to a back-up plan and that the pump would be replaced. The insulin pump was returned and is awaiting analysis.